Event description:
It was reported during an open reduction internal fixation (orif), fifth metacarpal procedure, while inserting the combination screws and locking screws, the head of the t4 screwdriver broke. No patient injury was reported. The procedure was successfully completed by switching to a new instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device history records report states that the manufacturing documents could not verify the part and lot number. The report states that the lot # 6562738 corresponds to part #405.508.2 and not the complaint part.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: reportable to non-reportable. Does not meet the definition of an MDR reportable event. The available information does not reasonably suggest that the product led to a serious injury or death. ¿the sales consultant reported that during open reduction internal fixation (orif) fifth metacarpal procedure the, while insertion of the combination screws and locking screws the head of the t4 screwdriver broke. No patient injury was reported. The procedure was successfully completed by switching to a new instrument. Per sales consultant there was no fragmentation of the screwdriver tip.¿ there was no report of fragmentation. This was a recognizable event and the product could be easily replaced. There is no report of an extended reportable surgical delay. A product should be inspected before use. If a product appears to be substandard it should be replaced, not used. It is the responsibility of the medical staff or equipment user to select the proper product and use the proper techniques and procedures for successful outcome. There was no report of injury to any patient. This complaint is not a reportable event. (B)(4)